Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure when the surgeon attempted to use the clip applier the clips would not load properly into no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 11 scissored clips, and then the remaining clip was formed as intended. In addition, the device locked out as intended. However, it could not be determined what may have caused this condition. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.